Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. Troubleshooting was not performed for high readings. Troubleshooting was performed for the no delivery and bent cannula on the infusion set. The product was not returned for analysis.